Event description:
Olympus was informed that in the beginning of an endobronchial ultrasound (ebus), the device was plugged into the light source and there was an endoscopic image but no ultrasound image. The patient was already under general anesthesia and had three incisions. The procedure was aborted due to no spare device. There was no patient injury reported. The procedure will be rescheduled when the device is returned from being serviced. Per add'l info from the user facility, the device came back from eto sterilization without the eto cap prior to the reported event. The sterilization process is outsourced. The facility has been actively working with the third party reproceesor on proper reprocessing technique.

Manufacturer narrative:
The device was returned to olympus for eval. The eval was able to confirm the user's experience. The image was distorted. There was evidence of fluid invasion inside the control body, scope connector unit, and in the bending section. The phenomenon resulted from fluid invasion which lead to the damaged charge coupled (ccd) unit. The device was serviced and returned to the user facility.